Event description:
The customer reported that the display is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that this complaint was caused by a shorted cap on the gui backlight inverter c3. Replacement of c3 corrected the failure with this unit.